Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedance measurements greater than 2000 ohms on the right atrial (ra) channel. The high impedances were recreated in clinic by raising the patient's right arm above their head. Boston scientific technical services reviewed data from the device and recommended further testing. The testing also revealed noise oversensing. The device was reprogrammed and the physician will continue to monitor the system. The ra lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.